Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 for infection with humelock reversed. A 36mm stem cementless, 24mm glenoid baseplate, 40mm centered glenosphere with screw and 40mm humeral cup were explanted, but no new implantation was reported. Additional information are not available. Primary surgery occured on (B)(6) 2018.